Event description:
It was reported that during a supply change the pump displayed an ¿unable to proceed¿ alert at the fill tubing step multiple times, and the user later identified they had attached the connector to the cartridge before inserting the cartridge into the pump; after repeating the procedure with a new connector and correct sequence, insulin delivery was resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with delivery motor communication, which was resolved through correct setup, and replacement supplies were provided. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.